Event description:
It was reported the lead had eroded through the patient's skin at the lead incision site. Surgical intervention was undertaken on (B)(6) 2017 and the lead was reinserted. Follow-up information from the physician indicated the site was healed.